Manufacturer narrative:
A ge representative evaluated the system and replaced the b356 module, the lfc, and performed dap and collimator calibrations. System operates as intended.

Event description:
Customer reported system went down in the middle of a case. No patent injury was reported.